Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold. The patient presented for rv lead revision. During the procedure, it was observed that a stylet was unable to advance through the rv lead. Upon an x-ray, it was observed that the rv lead was dislodged. The rv lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, and failure to advance stylet. As received, a complete lead was returned in one piece with the helix fully extended. The measured full helix extension length was within specification. The reported event of failure to advance stylet was confirmed. A stylet insertion test found obstruction/restriction at the connector region. An x-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. The cause of failure to advance stylet was due to the over-torqued inner coil. The reported event of high capture threshold was not confirmed. Visual and x-ray inspections did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts